Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer complained that the secondary infusion flowed into the primary bag during the night shift, and again the next day on the same patient. The tubing was changed and the device was tagged for biomed. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Concomitant medical products: baxter, 500ml IV bag of lactated ringers, lot: c981258, exp: september 2016; non-carefusion secondary set; hospira, 100ml IV bag of metronidazole lot: 54-054-jt exp: june 1, 2017; therapy date (B)(6) 2015. The customer¿s report of a check valve failure was confirmed. Visual inspection identified no anomalies. Functional testing confirmed backflow from the secondary to the primary, indicating a faulty check valve. Supplier testing of the component resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle measured 0.0365¿ long and was identified as pvc. The root cause of the check valve failure is a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Correction to sections on initial report. Additional information provided by customer.